Event description:
We received a report that a tecnis toric zct300u170 intraocular lens (iol) rotated about 90 degrees away from its intended axis. After calculating to reposition the iol the web-based calculation called for a reduction in the cylinder power. The doctor explanted the iol rather than reposition and implanted a new zct150.

Manufacturer narrative:
Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. One unrelated deviation was noted when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Patient sex/gender: male. Implant date provided from implant card: (B)(6) 2015. Conclusion code: additional information was provided whereby the lens was cut, upon explant and destroyed by the customer. All pertinent information available to abbott medical optics has been submitted. Placeholder.